Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing impedance out of range measurements and loss of capture (loc) due to a visible lead fracture. This lv lead was surgically abandoned and replaced with a non-boston scientific lead. No adverse patient effects were reported.